Event description:
Patient reported that their one otuch ultra meter was reading inaccurately high. Medical affairs specialist contacted the patient for more clinical information. Patient stated that in 11/2003, patient woke up in morning and performed a control solution test on the meter which passed. Patient then proceeded to perform blood gucose test with a result of 335 mg/dl. Patient thought that the reading was high since patient felt fine and did not have any symptoms. Patient then took their set amount of nph morning insulin of 21 units. Also, based on the reading of 335 mg/dl, patient took an additional 8 units of humalog (sliding scale). A few minutes later, patient felt their "heart was racing", had stomach pains, felt pain in their left arm, and had cold sweats. Patient's spouse called the paramedics. The emt meter read 45 mg/dl and the pt was given glucose until their blood glucose level came up to 210 mg/dl (emt meter). Patient was then taken to the emergency room, where the ER meter reading was 88 mg/dl. Patient was given some food and kept there for an hour and a half. This case is reported as an adverse event since the patient suffered a serious injury due to administering insulin based on a meter reading.